Manufacturer narrative:
Due to character limit in e1 event site address albert-einstein-allee 23 and event site telephone number (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave device has drawn water. No patient involved. No harm reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had water sucked in through the catheter. There was no patient involvement reported.. No harm.

Manufacturer narrative:
Corrected field: b5 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.